Manufacturer narrative:
Correction: h1 (type of event). Additional information: d10 (date device received), h3, h6, h10 (device evaluation). Investigation findings items returned for evaluation: pusher; implant; microcatheter. Items not returned for evaluation: introducer; dispenser hoop; controller. The web implant was returned still attached to the pusher for analysis and was returned deployed through the microcatheter. Upon inspection of the returned items, the web implant was found to be within visual and dimensional specifications. However, the proximal connector was kinked at the brown lead wire joint. Returned device tested with an in-house controller and gave red lights. The delivery system resistance was measured to be out of specification due to the connector damage. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil did show signs of controller activation as indicated by the melted tether and pet. The heater coil winding damage likely also contributed to the failed continuity and resistance testing. Investigation conclusion: the investigation of the returned web system found the proximal connector kinked and the heater coil windings stretched. The device failed continuity and resistance testing due to the damaged proximal connector and heater coil windings. However, the heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the proximal connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the connector damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformance's associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return for analysis, but has not yet been received and procedure images not provided. Therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, a supplemental report will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that during unspecified embolization procedure, the web device did not detach when attempted multiple times using a wdc-2 detachment controller. The device was removed from the patient and the physician used another same model device to completed the case. Reportedly, the device pretested successfully during prepping. The patient was doing good.